Event description:
It was reported by the rep that the (1) msm20 was used during a coronary artery bypass graft procedure. It was reported that the clip formed over vessel (left internal mammary artery) and the vessel severed. The surgeon was able to repair the vessel with prolene. The clip was also not properly feeding down the jaws of the instrument. The case was completed with another instrument.